Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple appropriately emitted cs 064 call service alarms due to high force caused by occlusions during prime. During testing, the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed and no evidence of moisture ingress or damage was found. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored. Additionally, the battery compartment was observed to be cracked. A cartridge cap was not returned with the pump; a test cap was used to complete investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the prime step. The pump could not be primed after the infusion set and cartridge were changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.